Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock while standing in seawater and performing swimming movements. There was noted to be a railway line above the body of water. The patient was subsequently evaluated in-clinic, where no abnormalities were observed during provocative maneuvers. Boston scientific technical services (ts) was contacted, and it was discussed that the shock was delivered due to electromagnetic interference, as there was a clear accumulation of frequencies at approximately 16.7 hertz, which corresponds to the frequency range of the nearby railway network. Ts stated that there were likely no integrity issues with the system but advised that the patient avoid swimming in that body of water. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.